Manufacturer narrative:
(B)(4). A total of 5 devices were returned for evaluation. Additional d4 lot # t9226w; l9272n; r92e9v; r94u4e; t9304u. Method; 10 - testing of actual or suspected device - 5 devices. Result; 777 - pad - 5 devices. 3252 - fracture problem - 5 devices. Conclusion; 61 - user error - 5 devices. 18 - failure to follow instructions - 5 devices.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2020. Of the 28 devices reported, a total of 1 additional device was received for evaluation. Additional d4 lot# r94z6z. Device; 1562-material separation-1 device. Method; 10-testing of actual or suspected device- 1 device. Result; 777- cutter - 1 device. 3252-fracture problem ¿ 1 device. Conclusion; 61-user error ¿1 device. 18-failure to instructions ¿ 1 device.

Event description:
This report summarizes <noe> 28 </noe> malfunction events involving a total of 28 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Of the 28 devices reported, a total of 18 devices were received for evaluation and one photographic image. Additional lot #s: r95579; t9215m; r9521e; r94m60; r9570j; t92018; r94x9w; r9434a; t92a86; r9434a; r94y3c; r94y71; r95884; r94c7u; t9279g; t92h2g. (B)(4).

Event description:
This report summarizes <noe> 28 </noe> malfunction events involving a total of 28 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.